Event description:
The customer reported being hospitalized due to high blood glucose of 482mg/dl, and she was treated with an insulin drip. The caller stated that he was experiencing thirsty and tired. Troubleshooting was performed. The caller mentioned dropping the insulin pump, and it is damaged at the reservoir compartment. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform occlusion and excessive no delivery tests due to prime anomaly. The insulin pump was received with missing end cap sticker. The insulin pump was received with cracked case at lcd window corners. The insulin pump was received with a broken reservoir tube lip.